Event description:
A peritoneal dialysis (pd) patient (B)(6), contacted (B)(6) customer service to report that the island dressing 16-0044-0 was causing her to itch, stated it makes her skin very itch. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).